Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, peripheral neuropathy and other chronic/interact pain (trunk/limbs). The patient's health care provider reports that the patient is experiencing abdominal pain. The patient had been admitted to the hospital since (B)(6), but the patient has had abdominal pain for the last two weeks. The pain is noted to be in the general area of the ins. The patient can turn their therapy on/off but it is unknown if the patient is feeling stimulation. The caller stated that most of the patient's symptoms is gi related. Doctor (B)(6) wants to have the patient's implant checked. It was further noted that the patient has bone issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient was admitted to the hospital for an event completely unrelated to their implantable neurostimulator (ins). However, the patient had been experiencing some generalized pain at the ins site. The manufacturer representative wanted to make sure there weren¿t any abnormalities. No environmental or external factors were reported that could be related to the event. At the time of the report, no actions or interventions had been taken to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.